Manufacturer narrative:
Follow-up # 1: 09/25/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of moisture present inside the battery compartment. The battery compartment had a crack to the left of the bumper pad. A leak test was performed which confirms the battery compartment was leaking from this crack. An additional leak was also noted from the display lens-case joint. The device was opened and moisture was found throughout. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was allegedly moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.